Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. After the procedure the patient was fine.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not inflating due to a fluid loss. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and functionally tested. Both cylinders had wear at folds in the proximal and in the cylinder bodies. The pump did not pass activation test because it required more than force to activate than the expected per specification. No anomalies were found with the reservoir. Based on the information available and analysis results, the product analysis confirmed a pump issue but it was unable to confirm the clinical observations of fluid leak.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not inflating due to a fluid loss. No patient complications were reported